Manufacturer narrative:
The technician found the siderail end tube and latch plate was broken; he replaced the end tube and latch plate to repair the stretcher.

Event description:
Information received indicates the right siderail doesn't stay up.